Event description:
It was reported that syringe 1ml ls 25ga 5/8in chin graphics tip was damaged. The following information was provided by the initial reporter: check that the outer package of the syringe is not damaged. When opening the package and preparing to suck the liquid, it is found that the tip of the syringe is bent and no harm is caused to the patient. Replaced the syringe.

Manufacturer narrative:
H6: investigation summary no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 1ml ls 25ga 5/8in chin graphics tip was damaged. The following information was provided by the initial reporter: check that the outer package of the syringe is not damaged. When opening the package and preparing to suck the liquid, it is found that the tip of the syringe is bent and no harm is caused to the patient. Replaced the syringe.